Event description:
On 06/12/2006 sanofi-avantis (B) (4) - initial report. This case was reported by the customer herself and refers to a female pt who suffered from granuloma after cosmetic injection with sculptra (poly-l-lactic acid, batch no. Unk). Addendum (B) (6) 2006 for follow-up rec'd on (B) (6) 2006. Assessment after investigation: batch record review without hint to root cause; conclusion: related to product. Case upgraded to serious upon add'l info rec'd on (B) (6) 2010 from customer: five years ago the female pt had been treated with poly-l-lactic acid. Meanwhile, the pt suffered from motionless facial features. According to the customer, poly-l-lactic acid was leaking ('long rows at oral mucosa'); additionally, she suffered from cracked lips. During dental treatment poly-l-lactic acid was leaking into the root. (B) (4) comment: this consumer cases needs substantiation from the pt's physician and further clinical details for a proper medical and causal assessment. Cracked lips is likely an incidental event instead of an adverse event.

Manufacturer narrative:
On 04/13/2010, device qc performed.